Event description:
It was reported that the procedure was to treat a perforation in the ostial left anterior descending artery (lad). The 4.0x19mm graftmaster covered stent had resistance with the anatomy during advancement and failed to cross the lesion. The proximal shaft broke into 2 pieces outside the anatomy. There was no resistance during withdrawal. Another graftmaster was used to seal the perforation. The graftmaster did not cause additional complications or adverse events. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance, and material separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.